Event description:
It was reported to philips that the battery (lot 18061-0020-p) failed to calibrate and would not charge. The customer has tried to charge and calibrate the battery in both the mrx device and two different cadex chargers but attempts were unsuccessful. There was no patient involvement.

Manufacturer narrative:
Additional information provided, updated with failure analysis evaluation.

Event description:
It was reported to philips that the battery (lot 18061-0020-p) failed to calibrate and would not charge. The customer has tried to charge and calibrate the battery in both the mrx device and two different cadex chargers but attempts were unsuccessful. There was no patient involvement. The battery was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. An initial battery capacity test resulted in four of the led indicators illuminating, indicating a partially charged battery. Upon evaluating the returned battery, it was found that the battery was recognized and able to charge in both the mrx heartstart and cadex charger. The component was calibrated and manual shocks were successfully delivered when the battery subsequently was installed in an mrx device. Furthermore, all flags on the battery were cleared upon successful calibration. Upon conclusion of the analysis, no fault was found with the battery and the reported issue could not be verified.